Event description:
It was reported that the patient had inappropriate shocks due to oversensing and undersensing via reduced intrinsic complexes. The smart pass feature had programmed itself off due to the low intrinsic amplitudes. The shock impedance was 122 ohms, which is high but within normal limits. The sensing vector was set to the alternate vector. Technical services advised some programming options. The sensing vector has now been reprogrammed to the primary sensing vector. There were no additional adverse patient effects. The system remains implanted.